Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing episodes due to post-sensed t-wave oversensing was observed on the ventricular channel. Upon review of the session records it was noted that the t-wave oversensing the low frequency attenuation filter was turned off. Programming changes were made. Patient was stable prior and post programing changes.